Event description:
It was reported that when the device was used during a thoracoscopic lung biopsy, it failed to deliver staples on two consecutive firings. Still the operator used the same device to continue stapling the lung. He did 5-6 more firings where everthing went as it should. There was no reported pt consequence.